Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Cloud - locked down/smartphone: data not available. Cloud - omnipod 5 software app version: data not available. Cloud - smartphone operating system: data not available. Cloud - smartphone hardware: data not available. Cloud - cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient's parent reported that the patient has experienced ongoing pod site infections. The pod infusion site (arm) was described to be inflamed, red, painful and warm, with purulent drainage. Medical attention was sought and the general practitioner prescribed flucloxacilline 500 mg 4 pills a day for 10 days. Prescription antibiotics is an ongoing treatment. The parent further stated that in addition to antibiotics, several times the physician punctured the infusion site with a needle to allow for the site to drain. The physician advised rotating the pod site from arm to abdomen. Insulin therapy was resumed as a new pod was applied. The first infection requiring medical attention is reported in insulet complaint (B)(4).